Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted into the hospital with hemolysis. The pt was moved up on the transplant list. Per additional info received on (B)(6) 2011, the pt experienced increased power and red heart alarms. The pt's lvad was replaced with a new lvad. The pt remains ongoing with the new lvad.

Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.